Manufacturer narrative:
(B)(4) date sent: 7/21/2025. Additional information received: adverse event term: patient underwent an elective linx procedure developed lower respiratory tract infection postoperatively and was treated with IV antibiotics. It resulted in a prolonged hospital stay lower respiratory tract infection

Event description:
It was reported via clinical trial patient (B)(6) experience, elective linx procedure admission resulted in prolonged hospital stay. Relationship to study device: not related.

Manufacturer narrative:
(B)(4). Date sent: 7/16/2025 d4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Lot number was received and DHR is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. Additional information: intervention/treatment (check 'none' or all that apply)none : yes => no. Resulted in medical or surgical intervention to prevent life-threatening illness or injury or permanent impairment to a body structure or a body function : no => yes. Adverse event term : elective linx procedure admission resulted in prolonged hospital stay => patient underwent an elective linx procedure developed lower respiratory tract infection postoperatively and was treated with IV antibiotics. It resulted in a prolonged hospital stay. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 9/11/2025. Additional information: updated log line: 1. Updated: drug therapy (prescription) : no => yes.